Manufacturer narrative:
H.6. Investigation: no sample was received for investigation. Eighteen photos were provided and 17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin, which is not related to the symptom reported by the customer. Since no sample was received, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. A device history review could not be completed as no batch number was provided. H3 other text : see h.10,

Event description:
It was reported that needle 25x1-1/2 rb ns contained foreign matter. The following information was provided by the initial reporter: "it was reported that a white substance was found on the hub. Event description per attached email states: 34978, 5469, ndl 25gx1.5 precisionglide 303018, n/a, white substance adhered in hub, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues and that we do require a CAPA that addresses the particulate issue. Additionally, investigation is required for the remaining critical defect modes (missing component, dirty, damaged and hair)."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that needle 25x1-1/2 rb ns contained foreign matter. The following information was provided by the initial reporter: it was reported that a white substance was found on the hub. Event description per attached email states: 34978 5469 ndl 25gx1.5 precisionglide 303018 n/a white substance adhered in hub 1. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues and that we do require a CAPA that addresses the particulate issue. Additionally, investigation is required for the remaining critical defect modes (missing component, dirty, damaged and hair)."